Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient for creatinine. There was no patient information at the time of this report. (B)(6). Sample collection time is unknown. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. It is suspected that the patient may be on hydroxyurea based on the high I-stat results. However, this has not been confirmed. There were multiple requests for patient and medication information but to no avail. The investigation is underway. Per I-stat system manual: art: 714183-00z: hydroxyurea is a dna synthesis inhibitor used in the treatment of various forms of cancer, sickle cell anemia, and hiv infection. This drug is used to treat malignancies including melanoma, metastatic ovarian cancer, and chronic myelogenous leukemia. It is also used in the treatment of polycythemia vera, thrombocythemia, and psoriasis. At typical doses ranging from 500 mg to 2 g/day, concentrations of hydroxyurea in patients' blood may be sustained at approximately 100 to 500 umol/l. Higher concentrations may be observed soon after dosing or at higher therapeutic doses.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/21/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain testing for chem8+ cartridges from lot h17324 could not be performed as the lot had expired on 05/19/2018 before the investigation was opened. No deficiency has been identified.